Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Case with patient identifier (B)(6) is related to case with patient identifier (B)(6).

Event description:
The patient reported that the adhesive from the infusion sets were not sticking to his skin. The infusion sets were falling off from his body. The patient alleged that this has occurred 4-5 times with different boxes. The caller believes the infusion sets were defective. No adverse event was reported. The infusion set was requested to be returned for product evaluation.